Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Further engineering investigation was conducted of the device's diagnostic data. It was determined that the fluctuations in the pacing impedance measurements on the lv lead were more likely related to clinical changes with the patient, which resulted in cardiac substrate changes, and not an intermittent high impedance condition associated with the device's spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the lv lead and not the device, this event is no longer deemed to be a reportable malfunction.

Event description:
It was reported that this pacemaker and associated left ventricular (lv) lead exhibited fluctuations in the pacing impedance measurements, ranging from 1100 ohms to 1600 ohms. Technical services discussed there may have been clinical changes which resulted in cardiac substrate changes that ultimately led to these fluctuations in lv impedance; no out-of-range measurements were recorded and technical services recommended continuing to monitor the lead.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and associated left ventricular (lv) lead exhibited fluctuations in the pacing impedance measurements, ranging from 1100 ohms to 1600 ohms. Technical services discussed there may have been clinical changes which resulted in cardiac substrate changes that ultimately led to these fluctuations in lv impedance; no out-of-range measurements were recorded and technical services recommended continuing to monitor the lead.